Manufacturer narrative:
(Phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "benign calcifications" and "indirect signs of capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional reported left side "benign calcifications." Healthcare professional later reported "no complaint against the device". Patient's representative reported ¿recall¿ and ¿pain and discomfort, such as a burning sensation in the breasts.¿ device was explanted.